Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked blood at the connector. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description and photo provided, a likely cause is a y connector leak. Excessive handling or stress put on the y connector tubing connections can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.